Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency department with signs of stroke. It was noted that several high watt alarms occurred over the previous few days. The patient was hospitalized for ischemic embolism and underwent diagnostic imaging testing. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. There are possible patient, ph armacological and procedural factors that may have contributed to this event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The reported "high watt alarms" event was confirmed via log file analysis which revealed 47 high watt alarms logged from (B)(6) 2018 through the event date ((B)(6) 2018). There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.